Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: h6 method code should have been 10 instead of blank, h6 results code should have been 213 instead of blank, h6 conclusions code should have been 4315 instead of blank, h10 narrative should have included non-return statement instead of the returned statement with no analysis

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09776. It was reported that the implantable cardioverter defibrillator and lead were explanted due to an infection. The patient was in stable condition.